Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced erosion, physical pain, additional impairments, and will require additional medical treatments.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 concurrent with a cystoscopy in order to treat 3rd degree cystocele, uterine prolapse, and 2nd degree rectocele. It was reported that following insertion the patient experienced complete uterovaginal prolapse, urinary tract infections, aching pain in her inner left leg, and underwent additional surgeries. It was reported that patient underwent mesh revision on (B)(6) 2007. It was reported that the patient underwent a transvaginal hysterectomy with intraperitoneal colpopexy/resection of vaginal mesh and cystourethroscopy on (B)(6) 2007. It was reported that the patient underwent a laparoscopic sacral colpopexy with halban enterocele repair, extensive lysis of lesions, midurethral sling revision, and cystourethroscopy on (B)(6) 2008. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and another mesh/sling was implanted on (B)(6) 2008. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-07046. The same patient is represented in each medwatch.